Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided it is alleged the patient experienced hernia recurrence, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2013 - the patient underwent surgery for repair of a ventral hernia, a ventrio hernia patch was implanted to repair the hernia defect. On (B)(6) 2015 - the patient underwent an additional surgery to remove the ventrio hernia mesh and to correct a recurrence of the ventral hernia. The attorney alleges the patient has suffered and will continue to suffer physical pain and was injured severely and permanently.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided it is alleged the patient experienced hernia recurrence, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental MDR is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical record review, about 2 years 9 months post implant of ventrio mesh, patient was diagnosed with infection, fistula thereby underwent repair with mesh removal. The instructions-for-use (IFU) supplied with the device lists infection and fistula as possible complications. In regards to infection, the warnings section in IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2013 - the patient underwent surgery for repair of a ventral hernia, a ventrio hernia patch was implanted to repair the hernia defect. (B)(6) 2015 - the patient underwent an additional surgery to remove the ventrio hernia mesh and to correct a recurrence of the ventral hernia. The attorney alleges the patient has suffered and will continue to suffer physical pain and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with recurrent incarcerated ventral hernia and underwent open repair with ventrio mesh. Per the operative notes, "hernia sac located above the fascia was excised. The defect was repaired with ventrio circular mesh, the mesh was sewn to the fascia." (B)(6) 2015 - patient was diagnosed with infected mesh, fistula thereby underwent open repair with mesh removal and implanted with phasix mesh. Per the operative notes, "the mesh was encountered and began removing the mesh. This is a 'ventrio' implant; the gore-tex side would be intra-abdominal. The mesh did come out of the area, there also appeared to be a small opening into the bowel, consistent with a low output fistula. Extensive adhesiolysis was completed. Three small serosal tears noted. Inserted the phasix mesh top of the defect which was cut to size and sewn to the overlying fascia.¿ (B)(6) 2015 - transverse colostomy was done. (Note, there was no indication of mesh during this procedure). Attorney alleges that the patient had abscess, adhesions, hernia recurrence, pain, fistulae, infections, mesh removal and emotional injuries.